Event description:
It was reported that during a lap cholecystectomy procedure, the device double-fired clips which were malformed and not closed. The case was completed with a similar device with no pt consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.